Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jugq8516 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (jugq8516) have been reported from the same facility in sweden.

Event description:
It was reported "statlock where the plastic part itself has detached from the attachment plate. The stat lid fixes a newly added cdk. Risk of the newly constructed cdk moving out or changing position. Risk of missed/deteriorated dialysis." It was reported this occurred with three devices. This report addresses the third device.